Event description:
Information was provided by the company representative on 05/14/2015 that the handheld device¿s main battery was swollen. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Event description:
Product analysis was completed for the handheld device on 06/10/2015. No anomalies associated with the serial cable were identified during the analysis. Visual analysis of the handheld was able to verify that the main battery was swollen. Additionally, it was identified that the handheld would not power on. The cause for the anomaly is associated with the swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on (this condition can also cause the handheld to power off intermittently). No further anomalies were identified. Cause of the swollen battery is not known but may be related to wear and/or usage of battery. Product analysis was completed for the software flashcard on 06/10/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the programming system was unable to performed diagnostic tests on the vns patient¿s device despite being able to successfully interrogate and program the device. The wand battery was replaced and the handheld was confirmed to be unplugged from the power adaptor; however, the issues continued. The patient¿s generator was noted to be in normal placement and not deep in the patient¿s breast tissue. No sources of emi were identified. The programming system was able to perform diagnostic tests on other generators at the same location in the office. Another programming system was used and was able to perform diagnostic tests without any issues. The components of the suspect programming system were tested with the known working programming system and the issue appeared to be isolated to the handheld device of the suspect programming system. The suspect handheld device has not been returned to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.